Manufacturer narrative:
We became aware of a voluntary report regarding our product through FDA's maude monitoring on september 12, as confirmed by an email from the FDA. While we made extensive efforts to verify patient and product information, no corresponding complaint or report was received by our company. Due to the limited information, we will continue to monitor for any additional future customer complaints or additional information related to this matter. A report was made on september 17th, but due to a failure in usp registration, a re-report was submitted on september 22nd after receiving FDA guidance.

Event description:
Not placed, wrong size. Patient code: 4580. Device code: 1583. Reference report # mw5174419.